Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Age or date of birth: average age sex: majority sex outcomes attributed to adverse event, date of event: estimated the UDI is unknown because the part number and lot number were not provided. Literature attachment: ¿comparison of short-term clinical outcomes between resolute onyx zotarolimus-eluting stents and everolimus-eluting stent in patients with acute myocardial infarction: results from the korea acute myocardial infarction registry (kamir).¿na - attachment: [cn-025968.pdf]

Manufacturer narrative:
A2: average age. A3: majority sex. B2, b3, d6: estimated. D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Age and sex: mean. Dates of death, event, and implant: estimated date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article identifying the xience stent that may be related to death, restenosis, thrombosis, ischemia, myocardial infarction, st elevation, and treatments with revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled: ¿comparison of short-term clinical outcomes between resolute onyx zotarolimus-eluting stents and everolimus-eluting stent in patients with acute myocardial infarction: results from the korea acute myocardial infarction registry (kamir).¿